Event description:
Customer reported a patient had two episodes of asystole and the v-series monitor did not produce an audible or visual alarm. No patient injury was reported.

Manufacturer narrative:
Documentation from the reported event was reviewed by the company. The unit performed within the product's design and specifications. There was no device related malfunction.